Event description:
The ge oec 2600 uroview fluoroscopy system displayed error code 420 while being booted up.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the error. The system checked out without issue. As a precaution, the table sensor was replaced to eliminate the potential recurrence of the malfunction. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction.